Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-dec-2020. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('severe pain on the right side') in a female patient who had essure (batch no. 628444) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), limb discomfort ("heavy leg that paralyses"), musculoskeletal pain ("joint and muscle pain"), menorrhagia ("haemorrhagic periods +"), metrorrhagia ("breakthrough bleeding +++"), fatigue ("daily exhaustion"), disturbance in attention ("concentration problem"), visual impairment ("vision problem") and alopecia ("hair loss"). At the time of the report, the pain, limb discomfort, musculoskeletal pain, menorrhagia, metrorrhagia, fatigue, disturbance in attention, visual impairment and alopecia had not resolved. The reporter considered alopecia, disturbance in attention, fatigue, limb discomfort, menorrhagia, metrorrhagia, musculoskeletal pain, pain and visual impairment to be related to essure. The reporter commented: the adverse events occurred in the period 2011 to 2020, she is unable to exercise and the symptoms that intensify over time becoming very disabling in every life. Lot number: 628444 manufacturing date: 2008/12 expiration date: 2011/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('severe pain on the right side') in a female patient who had essure (batch no. 628444) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), limb discomfort ("heavy leg that paralyses"), musculoskeletal pain ("joint and muscle pain"), menorrhagia ("haemorrhagic periods +"), metrorrhagia ("breakthrough bleeding +++"), fatigue ("daily exhaustion"), disturbance in attention ("concentration problem"), visual impairment ("vision problem") and alopecia ("hair loss"). At the time of the report, the pain, limb discomfort, musculoskeletal pain, menorrhagia, metrorrhagia, fatigue, disturbance in attention, visual impairment and alopecia had not resolved. The reporter considered alopecia, disturbance in attention, fatigue, limb discomfort, menorrhagia, metrorrhagia, musculoskeletal pain, pain and visual impairment to be related to essure. The reporter commented: that the adverse events occurred in the period 2011 to 2020, she is unable to exercise and the symptoms that intensify over time becoming very disabling in every life. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.